Event description:
Subsequent information received states, it was reported that on (B)(6) 2013, the patient was admitted for cerebral surgery due to a cerebral infarct; it was noted that the patient was cheyne-stroke breathing but hemodynamically stable. On the morning of (B)(6) 2013, the patient went into shock and was transferred to the cardiovascular department. An echocardiogram (ECG/EKG) was performed and acute coronary syndrome was suspected; the patient was acute myocardial infarct. The coronary angiography revealed that the mid left anterior descending (lad) was 90% stenosis and the second diagonal (d2) was 99% stenosis. The mid lad was pre-dilated with a 2.0 mm unspecified balloon and a 2.75 x 23 mm xience xpedition stent was implanted at 10 atmosphere (atm) for 20 seconds two times. Post-dilatation was conducted with a 3.0 mm unspecified nc balloon. Additionally, plaque shift occurred and 50% stenosis was observed but the stent was well apposed and verified using intravascular ultrasound (ivus). The d2 lesion was dilated with a 1.5 mm unspecified balloon, however, a dissection occurred which became no-flow. No treatment was conducted because a guide wire could not advance and re-cross the lesion. The patient was returned to the room in a stable condition. Two hours later the patient experienced bradycardia and cardiac arrest, then died. It was suspected that stent thrombosis was a possibility leading to the patient death but there was no evidence; an autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of dissection, bradycardia, cardiac arrest, thrombosis, and death are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the 2.75 x 23 mm xience xpedition stent was implanted in an unknown lesion. The following day on (B)(6) 2013, the patient suddenly expired. It was suspected that stent thrombosis was a possibility leading to the patient's sudden death; an autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.